Event description:
Caller reported that pump displayed reset screen unexpectedly; however, there was no adverse impact to customer's blood glucose level. Customer service explained that the reset occurred due to a microprocessor check, a built-in safety feature, and instructed caller on necessary steps such as restarting cgm sessions and reloading cartridge. Customer understood the explanation and successfully resumed insulin delivery.